Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75cm mustang balloon catheter was selected to advance to the target lesion. At 20 bar, the balloon ruptured. They removed the device and the procedure was completed with a different device. No complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the balloon identified a longitudinal tear in the balloon. The tear was located 2mm proximal to the proximal edge of the proximal markerband and this extended distally along the balloon for a total length of 17mm. An examination of the balloon material and proximal markerband could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75cm mustang¿ balloon catheter was selected to advance to the target lesion. At 20 bar, the balloon ruptured. They removed the device and the procedure was completed with a different device. No complications were reported and patient's status is stable.